Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with unknown mentor silicone breast implant experienced bilateral rupture post procedure. The mammogram, and MRI examination confirmed the issue. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that the suspect devices information is as follow: mentor gel 350cc, left/sn#: (B)(6) . Right/sn#:(B)(6). Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Suspect device received on december 15, 2021 device evaluation completed on december 16 , 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth gel 350cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).